Manufacturer narrative:
One unit was received in used condition. As received, a tubing and buckle set assembly was returned with the infusion site base connected. No cannula was returned. No applicator was returned no other physical damage or other anomalies observed. Functional testing was performed and no free flow was observed. Upon closer inspection under magnification, a solvent membrane was observed in the tubing right before the buckle component. The customer reported issue was confirmed. A probable cause is unknown without the return of the remainder of the product.

Event description:
It was reported that the patient experienced a line-blocked alarm and was able to resolve the issue with the current cassette. The issue was resolved at the time of the report and no symptoms were alleged. Evaluation of the returned device revealed a solvent membrane in the tubing right before the buckle component, confirming the alleged blockage.